Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via message, a follow up call had been made to the customer and the customer's wife reported the customer was treated by the paramedics for low blood glucose levels. His blood glucose was 33 mg/dl and paramedics injected him dextrose sugar. Current blood glucose was 197 mg/dl. Troubleshooting was performed on the device and not anomaly was noted. The device passed the high pressure test. Customer refused to go to the hospital. Customer's spouse stated the paramedics have been to the customer's home three to four time. She didn't recall any details of the occurrences but they were also caused by low blood glucose level.